Manufacturer narrative:
It was reported that the users were not familiar with how to operate the device correctly.

Event description:
It was alleged that the device was set to auto and did not get the patient to the required temperature. It was alleged that a different device was used to complete the therapy. No patient injury or medical intervention was reported.